Event description:
Noise was observed on the stored egm. The noise was characterized as ventricular fibrillation and high voltage therapy was delivered. A possible lead dislodgement was noted. The lead was replaced.

Manufacturer narrative:
Na